Event description:
It was reported that the pressure guidewire was successfully zeroed and inserted into the patient once. When the pressure guidewire was exiting the guide catheter, the physician noticed by angiography that the coil of the radiopaque portion of the wire was unraveled; appeared to have been "pulled" or "uncoiled". The wire was immediately removed and a new wire was successfully used. It was further reported that the target lesion was mid lad lesion, approximately 65% stenosis; tubular lesion. There was no patient injury and adverse events reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. A supplemental report will be submitted when the manufacturer's investigation is completed.